Event description:
The unicel dxc 600 pro synchron clinical system generated one (1) low sodium (na) and one (1) high chloride (cl) results for two (2) different patients. The results were not reported out of the lab. Patient samples were retested on a different instrument in the lab and those results were reported. There was not an effect to patient or user.

Manufacturer narrative:
Na qc prior to the event was within lab-established ranges, but the high level control was at the very low end of the customer's range. Cl qc prior to the event was within lab-established ranges, but the high level control was at the very high end of the customer's range. Bec field service engineer (fse) replaced the cl electrode body since the protective sheath was pulled back. The fse also replaced the carbon bridge and verified performance. Although the fse replaced parts, the root cause of this event is unknown.